Event description:
It was reported during january 2009 following a percutaneous procedure, a 6f angio-seal vip was deployed in the femoral arteriotomy. The deployment was reported by the physician to be successful. After the patient left cath lab, he experienced peripheral ischemia which required surgical intervention. The angio-seal was allegedly intra-vascular and was removed from the leg artery. The patient reportedly was stable and recovering. The exact date of the procedure is known only as occurring within the month of january 2009.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.